Manufacturer narrative:
The customer reported an inability to acquire pads ECG during use on a pt. The hospital's biomedical engineer stated to the philips response ctr representative that the pads adaptor cables at this facility are modified. The customer was notified that philips does not support the user of modified accessories with defibrillators. Multiple attempts to contact the customer were made, but the customer has not called back regarding this issue. The customer's modifying the cable is considered as use outside normal and expected and not a malfunction of the device.

Event description:
The customer reported an inability to acquire pads ECG during use on a pt.